Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power cord was burnt due to an extension cord being used, which confirmed the original complaint issue.

Event description:
Dealer states the consumer used as cheap extension cord and it got hot and fried the cord.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states, the consumer used as cheap extension cord and it got hot and fried the cord.